Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient experienced multiple episodes of power switching. The batteries' capacities were greater than 25% at the time of the reported event. The batteries were replaced with no reported consequence or impact to the patient. The power switching could not be reproduced by manipulating connections. Controller log files were sent.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned four batteries revealed that all devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connections to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections. (B)(4) - battery, UDI #: (B)(4). Device eval: 2017-05-08. Yes returned to manufacturer. MFR date: 2016-02-27. (B)(4). (B)(4) - battery, UDI #: (B)(4). Device eval: 2017-05-08. Yes returned to manufacturer. MFR date: 2016-01-26. (B)(4). (B)(4) - battery, UDI #: (B)(4). Device eval: 2017-05-08. Yes returned to manufacturer. MFR date: 2016-02-03. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.